Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose with an insulin pen and believes the insulin pump is not working properly. Troubleshooting for high blood glucose levels was performed. Customer experienced being very tired, thirsty and frequently having to go to the bathroom. Customer performed the high pressure test and passed. Customer was advised to change out the entire set, reservoir, insulin and to treat their blood glucose levels per healthcare provider's instructions. Customer also advised to monitor the insulin pump and speak to their healthcare provider about hardened/scarred tissue.